Event description:
According to the report, bioglue was utilized during initial and follow-up surgery to the right upper lung lobe of a patient with chronic obstructive pulmonary disease. Following the second surgery, the patient experienced an elevated eosinophil level.

Manufacturer narrative:
The manufacturer's investigation into the reported event is ongoing. Any additional information will be provided in the follow-up report.